Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient had not been able to get an appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# v000828, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that in 2005, the healthcare provider (hcp) put in a smaller implant on the right side, and about 8 months later in 2006 the cord wrapped around the spinal cord and the implantable neurostimulator (ins) was replaced. Additional information has been requested, but was not available as of the date of this report.